Event description:
It was reported that a remote alert was triggered when the pacemaker entered safety mode, resulting in permanently restricted functionality. Technical services were consulted, and it was advised to verify the device's condition through programmer interrogation and contemplate its replacement. The device is still implanted and operational, with no reported adverse effects on the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote alert was triggered when the pacemaker entered safety mode, resulting in permanently restricted functionality. It is advised to verify the device's condition through programmer interrogation and contemplate its replacement. The device is still implanted and operational, with no reported adverse effects on the patient. Update: this device was explanted and replaced. No additional adverse patient effects were reported. It is currently unknown if this device is available for return. Should additional information become available, a supplemental report will be provided.